Manufacturer narrative:
(B)(4). Gastric band was received with the buckle tap cut from one of the sides, also the velocity port was received cut off from the tubing, the velocity port was received with approximate 18 punctures. Leak test was performed on both the velocity port and the gastric band with no anomalies noted. A device history record (DHR) review was performed by and no discrepancies were recorded during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric banding procedure, the band malfunctioned. Another like device was used to complete the procedure. There were no adverse consequences for the patient.